Event description:
Procedure: thoraco/pneumothorax. According to the reporter: after firing, oozing occurred from the tissue. The procedure was completed with another device. Additional tissue was resected.